Event description:
During a surgical case using a phaco machine (alcon callisto) when the hand piece was used 2 metal like particles were found in the patient's eye and had to be removed; 8 centurion hand pieces that were reviewed. Serial numbers: (B)(6).